Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no delivery alarms from the insulin pump. The customer's blood glucose reading was 11 mmol/l. The customer stated that they cannot clear the no delivery alarm. The customer stated that she tried replacing the battery and could not clear the alarm. The customer was advised to remove the reservoir and press the escape and act button. The customer stated that she wore the pump through the security at the airport body scanner. The customer is on her backup plan of using manual injections. The customer will be sent a replacement pump.